Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead impedance was less than 100 ohms. It was also reported the atrial lead was abandoned due to low impedance, loss of capture and sensing. The device was reprogrammed to vvi. No patient complications have been reported as a result of this event.